Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they noticed it didn't work, that they would start having less control of their bladder symptoms/they'd have a return of symptoms if they let the neurostimulator get below 50% or less. The patient also stated they noticed if they got below 30% they wouldn't have control of their bladder. The patient stated this began sometime in 2022 and stated they knew it was expected for a patient to charge once a week, but they were charging 2, sometimes 3 times a week. The patient stated a medtronic rep told them that could happen if the device got too low. The patient confirmed they did not report their issue to this rep. The patient wanted to know if that was ok they were charging 2-3 times a week? Patient services reviewed the requested information with the patient and the patient was able to connect to view their settings and go to the device battery information section of the menu. The patient c hecked and the ins was at 80% so they said it seems to be working now. Patient services advised the patient that they should follow up with their managing health care provider (hcp) if they were concerned about the amount of times they had to charge and their symptoms returning. The patient stated they had an appointment with their hcp in august and they would try to see if they could get a rep to be present at the appointment. The patient also mentioned their hcp would be leaving the practice in september so the patient was having difficulty finding an hcp who would work with the interstim micro. Patient services sent the patient a listing of physicians. Additional information was received from the patient. They reported that they saw their hcp on 2022/08/01 and the manufacturer representative was there. The patient stated that the case of issue was less bladder control when it gets low. To resolve the issue, the implant was reprogrammed and they were redirected to have some external components replaced. Patient services explained that how quickly ins depletes is based on settings and since wasreprogrammed it will take some time to determine what the recharge interval will be. Issue of return of symptoms returning when ins battery gets low was not addressed at this time as patient was just reprogrammed. Reviewed initial notes and reviewed additional troubleshooting and patient said that the light on the dock doesn't stay on, confirmed plugged in and seems like a good tight fit. Based on this information, decision was made to replace the dock with charging cord/adaptor to start with as recharger can't fully charge up if not getting adequate charge from dock. Sent replacement form to repair. During call also had patient reset recharger, patient going to charge ins today as down to 30% and patient last recharged on sunday. Additional information was received from the patient. They reported that after receiving replacement docking station. Caller reports that the replacement still won't work. The caller reports that they are not seeing the green light on the back of the new recharger. Advised caller to switch outlets. This resolved the issue. Pt called back and stated they ended up realizing that the issue was with their power strip rather than the recharging dock itself. Pt states the original power dock is working fine and wanted to know if they could keep the one that was sent as a spare. Pt services reviewed we would like 1 of the 2 charging docks back. Pt will be sending one back. The patient called back requesting assistance using their recharger. Patient was encountering a recharger not found message. Reviewed how to reset the charger which resolved the issue. Patient was able to connect to ins and charge normally. Additional information was received from the patient. Patient provided update that their system was removed yesterday and replaced with competitor system due to recharging issues that were previously reported. Patient asked what to do with external equipment. Agent reviewed disposal of equipment and conferenced mobility to wipe handset. Patient was warm transferred patient to device registration to update system removal.